Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high number of short v-v intervals was observed on the right ventricular (rv) lead and the patient is experiencing intermittent atrioventricular block. The rv lead remains in use. No further patient complications have been reported as a result of this event.